Event description:
Customer reported ten minutes after starting the blood infusion, the tubing separated from the spike. No pt/user harm. No additional info was available.

Manufacturer narrative:
(B)(4). Customer indicated the set was discarded at the facility. The lot number was not identified, therefore, lot history record review could not be performed.